Event description:
It was reported by the (B)(4) study that the patient experienced diaphragmatic stimulation. Left ventricular capture management (lvcm) was turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.